Event description:
Attorney reported: 2006 - the patient underwent a hernia repair procedure with implant of a non-recalled ck mesh patch. In 2008 - the patient presented to his physician and diagnosed with chronic abdominal wall abscess, and possible infected mesh. In the same day - the patient underwent excision of the infected tissue and mesh with a small bowel resection, and removal of approximately one foot of bowel. The hernia was repaired with a component separation technique.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.